Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. The procedure was completed successfully. After the procedure, it was difficult to remove the steerable guide catheter (sgc) from the stabilizer. The sgc was removed from the patient, still attached to the stabilizer. Troubleshooting was preformed, after significant force the sgc was removed from the stabilizer. The final mr was reduced. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because the lot information was not provided.the investigation determined that the reported difficult to remove may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.